Manufacturer narrative:
.

Event description:
It was reported that a physician's handheld device (hhd) would no longer hold a charge. The suspect hhd and associated software were returned to the manufacturer and are currently undergoing product analysis.

Event description:
During analysis of the handheld device it was identified that the main battery was unable to power the handheld. The cause for the anomaly is associated with a defective main battery likely due to age and wear. Once the battery was replaced, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.